Event description:
I had the essure device placed on (B)(6) 2013. I started suffering back pain, stomach cramps, pelvic pain, irregular menstrual cycles, nausea, bloating, problem walking. Went to ER. CT scan of stomach, lab work, medication, pain pills, ua. Also have headaches, piercing, sharp pains in area where fallopian tubes are located. Emergency room visit. Primary care physician visit.